Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not perform the air removal technique during the load process. Customer's blood glucose (bg) level ranged between 400 mg/dl and "high". Customer addressed bg level by changing pump supplies reportedly, the customer changed pump supplies to address the issue.